Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure (B)(4) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (B)(4) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issue"). The patient was treated with surgery (total laparoscopic hysterectomy with left salpingooophorectomy). Essure (B)(4) was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (B)(4). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: essure device was successfully occluded.. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in an adult female patient who had essure (ess205) (batch no. 12235537) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism from (B)(6) 2011 to (B)(6) 2014, abdominal pain, periumbilical pain, uterine cramps, neoplasm, bowel adhesions, cervicitis and adnexal mass. Previously administered products included for prevent pregnancy: ortho cept from 1991 to (B)(6) 2003; for an unreported indication: wellbutrin. Concurrent conditions included endometriosis of pelvic peritoneum and peritoneal adhesions. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) for pelvic pain as well as celecoxib (celexa), citalopram hydrobromide (celexa) since (B)(6) 2011, nsaids since (B)(6) 2003, oral contraceptive nos, paracetamol (acetaminophen) since (B)(6) 2003 and thyroid from (B)(6) 2011 to (B)(6) 2014. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menstrual disorder ("menstrual issue"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (total laparoscopic hysterectomy, left saplingo-oophorectomy, bowel adhesiolysis, ureterolysis). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the menstrual disorder, depression, anxiety, migraine, headache, dysmenorrhoea and fatigue outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Hysterectomy with unilateral salpingo-oopherectomy - left side on (B)(6) 2011 and unilateral salpingectomy - right side on (B)(6) 2014 . Three coils were visible on the right side in the endometrial cavity and six on the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: pelvis and 8 coil was seen on the right side.. Hysterosalpingogram - on (B)(6) 2003: essure device was successfully occluded.; on (B)(6) 2013: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-may-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a female patient who had essure (ess205) (batch no. 12235537) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism from 21-dec-2011 to 21-aug-2014, abdominal pain, periumbilical pain, uterine cramps, neoplasm, bowel adhesions, cervicitis and adnexal mass. Previously administered products included for prevent pregnancy: ortho cept from 1991 to 2-jun-2003; for an unreported indication: wellbutrin. Concurrent conditions included endometriosis of pelvic peritoneum and peritoneal adhesions. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) for pelvic pain as well as celecoxib (celexa), citalopram since (B)(6) 2011, nsaids since (B)(6) 2003, oral contraceptive nos, paracetamol (acetaminophen) since (B)(6) 2003 and thyroid from 21-dec-2011 to 21-aug-2014. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menstrual disorder ("menstrual issue"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (total laparoscopic hysterectomy, left saplingo-oophorectomy, bowel adhesiolysis, ureterolysis). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the menstrual disorder, depression, anxiety, migraine, headache, dysmenorrhoea and fatigue outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Hysterectomy with unilateral salpingo-oopherectomy - left side on (B)(6) 2011 and unilateral salpingectomy - right side on (B)(6) 2014 . Three coils were visible on the right side in the endometrial cavity and six on the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: pelvis and 8 coil was seen on the right side.. Hysterosalpingogram - on (B)(6) 2003: essure device was successfully occluded.; on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs and mr were received: lot number was added. Events: vaginal hemorrhage, menorrhagia, depression, anxiety, migraines, headaches, dysmenorrhea, fatigue were added. Event onset date and outcome were updated. Historical and concomitant drugs were added. Medical history were added. Lab data were added. Reporter causality comments were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issue"). The patient was treated with surgery (total laparoscopic hysterectomy with left saplingo-oophorectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in an adult female patient who had essure (ess205) (batch no. 12235537) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism from (B)(6) 2011 to (B)(6) 2014, abdominal pain, periumbilical pain, uterine cramps, neoplasm, bowel adhesions, cervicitis and adnexal mass. Previously administered products included for prevent pregnancy: ortho cept from 1991 to (B)(6) 2003; for an unreported indication: wellbutrin. Concurrent conditions included endometriosis of pelvic peritoneum and peritoneal adhesions. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) for pelvic pain as well as celecoxib (celexa), citalopram hydrobromide (celexa) since (B)(6) 2011, nsaids since (B)(6) 2003, oral contraceptive nos, paracetamol (acetaminophen) since (B)(6) 2003 and thyroid from (B)(6) 2011 to (B)(6) 2014. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced menstrual disorder ("menstrual issue"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (total laparoscopic hysterectomy, left saplingo-oophorectomy, bowel adhesiolysis, ureterolysis). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue and genital haemorrhage had resolved and the menstrual disorder, depression, anxiety, migraine, headache, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Hysterectomy with unilateral salpingo-oopherectomy - left side on (B)(6) 2011 and unilateral salpingectomy - right side on (B)(6) 2014 . Three coils were visible on the right side in the endometrial cavity and six on the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: pelvis and 8 coil was seen on the right side.. Hysterosalpingogram - on (B)(6) 2003: essure device was successfully occluded.; on (B)(6) 2013: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- general abnormal bleeding, post removal complication-yes. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.